Manufacturer narrative:
(B)(4).

Event description:
The complaint sensor was not returned for evaluation. A different sensor (part number sts-gl-011/serial number(B)(4) /lot number 5207633) was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod and seal carrier. The reported event of a missing sensor wire was confirmed with the returned sensor pod.. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
"Dexcom was made aware on 11/21/2016 that on (B)(6) 2016, upon removal of the sensor pod from the patient body, the sensor wire had detached. The sensor was inserted at the abdomen on the (B)(6) 2016. No additional event or patient information is available."